Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied to the charge-coupled device (ccd) or the cable unit due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
This event occurred during preparation, and did not make patient contact. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, a shortage in the cable causing intermittent horizontal streaks in the image was noted. Furthermore, evaluator was able to confirm there was no picture displayed due to a faulty charged coupled device (ccd) unit. The device was serviced and returned to the user facility.

Event description:
It was reported during an unspecified procedure preparation, the image would not appear on the hd autoclavable camera head. There was no patient involvement during this event.